Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined to be due to inspiration valve defect. Log entries shows that the blower and the blower controlling hw is functioning properly. As a resolution, the inspiration block and the unit mainboard are replaced, and the issue resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows nothing looks out of the norm in the o2 gas path test. During the scale point calibration test, unit gets constant 61 lpm which is within normal range. Asked customer to send a screenshot of the adcs screen. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator is giving tf 401 (inspiration valve or device leaky) and 316 (blower failure).furthermore, there was no patient associated with the event.